Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that a mega 8 fr 50 cc intra-aortic balloon (iab) catheter failed to inflate and following what we have received from distributor: "the incident happened during insertion and they faced some issues." Patient harm was reported. According to the received information, the patient reportedly developed severe heart failure following coronary artery bypass grafting (CABG).